Event description:
It was reported that during surgery while opening the patient that electrocautery was used and burned the generator at that point. An eos=yes message appeared. The generator was returned to the manufacturer for evaluation. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery, 3.012 volts shows a non-ifi condition. The data in the diagaccumconsumed memory locations revealed that 6.381% of the battery had been consumed. An end-of-service warning message was verified in the pa lab and found to be associated with the output being disabled by the pulse generator. Burn marks were observed on the pulse generator case, which indicated that the pulse generator may have been exposed to an electro-cautery tool during device explant. A reset of the pulse disable bit in the generator memory was performed to allow for an output to once again be provided by the generator for subsequent testing. Other than the noted condition, there were no performance or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.